Event description:
During the implant procedure, while using the medtronic catheter passer, the external jugular vein was nicked and the patient experienced excess bleeding. Physician used compression and surgiseal to stop the bleeding.